Event description:
It was reported that the patient incident involving foley catheter dislodgement, noticed when patient was moved no signs of trauma. Upon inspection, the catheter was found to be deflated. Further examination revealed a leak at the balloon site. The defective foley catheter was preserved in a biohazard bag and stored if needed for future review.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter zip: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.